Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for programmed parameters. Emergency vvi was programmed, but the device could not be further programmed. Measured battery data was 2.63v, 13ua, 13 kohms. A software down- load was not successful, and the device was subsequently replaced.